Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fluted stem was going to miss alignment, not well fixated on the tibial side. It was also reported that the patient was revised to address loosening of the tibial sleeve at bone to cement interface. Cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information states that the sleeve shows was no loosening involving the sleeve as it was at the bone to cement interface.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.